Event description:
It was reported that customer experienced repeated occlusion alarms identified as alarm 2. There was no adverse impact to the customer¿s blood glucose level. Customer changed supplies multiple times; however, the alarm reoccurred. Customer reverted to an alternate method of insulin therapy.